Event description:
Pt reported obtaining a blood glucose result of 351 mg/dl, while using the suspect device. Pt stated that, based on this result, he phoned for emergency med svs. Pt indicated that, upon their arrival, his blood glucose measured 40 mg/dl (duration between readings was not provided). Pt was reportedly treated with sugar and intravenous fluids (contents not provided). Pt's current condition: feeling ok. At the time of the event, pt was testing with expired strips. Qc testing ahd not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.